Event description:
Pt to surgery to left cataract removal. Lens to be used validated during time out pre-surgery. As the lens was inserted into the capsular bag, an edge of the intraocular lens managed to create a tear in the capsular bag. The initial lens was removed and a second lens was taken from the supply cart, given to surgeon and inserted into the pt's left eye. Upon entering implant info into the pt's electronic medical record, it was discovered that the implant was past expiration date. Surgeon was informed and it was determined to be in the pt's best interest to leave the expired implanted lens in place. Event abated after use stopped or dose reduced: yes.